Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next ez meter, in-house contour next test strips and in-house contour next control solution from lot # 2bv2g98. The control readings obtained with the in-house testing were properly marked as control tests in the meter's memory.

Event description:
The customer called to report that she ran control tests with the contour next ez meter and obtained readings of 126 mg/dl at 8:03 a.m., 171 mg/dl at 8:04 a.m. And 131 mg/dl at 8:06 a.m. The meter did not automatically mark the reading of 171 mg/dl as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. The other two readings were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The lot # of the control solution associated with the event was not provided by the customer. Therefore, no information for lot # was captured in section d4.